Event description:
A report was received that patient developed a bump on her back that was painful to the touch. The patient had seen a chiropractor that worked in the area of the leads and ipg and the patient had been in pain since. The patient was reprogrammed and was prescribed ampracet. The physician will continue to monitor the patient.

Event description:
A report was received that patient developed a bump on her back that was painful to the touch. The patient had seen a chiropractor that worked in the area of the leads and ipg and the patient had been in pain since. The patient was reprogrammed and was prescribed ampracet. The physician will continue to monitor the patient.

Manufacturer narrative:
Additional information received indicated that the patient was still experiencing similar symptom's at the bump site. The physician has assessed that the symptoms are not device related and the patient was given new programs to cover the pain.